Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced bloody effluent and presented to the emergency department (ed) for weakness. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s adverse events; however, the required information to make a medical judgement was not obtained. As a result, the patient¿s diagnosis, medical interventions required, relationship to pd therapy and the patient¿s current disposition remain unknown. Upon review of the information provided in the follow up attempts, it was reported the patient experienced fibrin, bloody effluent, nausea and drain complications during pd therapy beginning on (B)(6) 2024. The patient was advised to increase their prescribed heparin to address fibrin and drain issues. The patient underwent kub (kidney, ureter and bladder) imaging on (B)(6) 2024 to determine the cause of his drain complications which resulted in no findings. The patient presented to the emergency department on (B)(6) 2024 and was admitted to the hospital on the same day. The patient remained hospitalized as of (B)(6) 2024 when the final follow up was conducted with the outpatient clinic.

Manufacturer narrative:
Clinical review: there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Pre-ast 15mins 1000ml simulated treatment was performed without any failure or problem. An internal visual inspection of the returned cycler was performed. There were no visual indications of dried fluid under the pump assembly on the bottom cover. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced bloody effluent and presented to the emergency department (ed) for weakness. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s adverse events; however, the required information to make a medical judgement was not obtained. As a result, the patient¿s diagnosis, medical interventions required, relationship to pd therapy and the patient¿s current disposition remain unknown. Upon review of the information provided in the follow up attempts, it was reported the patient experienced fibrin, bloody effluent, nausea and drain complications during pd therapy beginning on (B)(6) 2024. The patient was advised to increase their prescribed heparin to address fibrin and drain issues. The patient underwent kub (kidney, ureter and bladder) imaging on (B)(6) 2024 to determine the cause of his drain complications which resulted in no findings. The patient presented to the emergency department on (B)(6) 2024 and was admitted to the hospital on the same day. The patient remained hospitalized as of (B)(6) 2024 when the final follow up was conducted with the outpatient clinic.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced bloody effluent and presented to the emergency department (ed) for weakness. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s adverse events; however, the required information to make a medical judgement was not obtained. As a result, the patient¿s diagnosis, medical interventions required, relationship to pd therapy and the patient¿s current disposition remain unknown. Upon review of the information provided in the follow up attempts, it was reported the patient experienced fibrin, bloody effluent, nausea and drain complications during pd therapy beginning on(B)(6) 2024. The patient was advised to increase their prescribed heparin to address fibrin and drain issues. The patient underwent kub (kidney, ureter and bladder) imaging on (B)(6) 2024 to determine the cause of his drain complications which resulted in no findings. The patient presented to the emergency department on (B)(6) 2024 and was admitted to the hospital on the same day. The patient remained hospitalized as of (B)(6) 2024 when the final follow up was conducted with the outpatient clinic.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.